Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown unknown stem lot #unknown, item #unknown unknown cup lot #unknown, item #unknown unknown head lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision for an unknown reason. X-rays revealed dislocation. Attempts have been made, and no further information is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays. X-ray review confirmed the dislocation on the right hip. The abduction angle (lateral inclination) of the acetabular cup is within the normal range. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history search, not enough information submitted. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.